Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 28 mg/dl at the time of the incident. The customer used food to treat. The customer experienced symptoms such as shaking, light headedness, and moving fast. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer believes the pump is over delivering. Troubleshooting was completed but did not resolve the issue. The customer reported pump physical damage. The customer stated they had multiple blood glucose levels below 30 mg/dl but did not call to report them. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08695 inches. No over delivery anomaly noted during testing. Device was received with minor scratched lcd window, case cracked behind the device at the corner of the belt clip rails and cracked battery tube threads.